Event description:
Pt was not feeling well and came into the office for an interrogation. The recorded episodes pauses were detected in v iegm; loss of capture/pacing. The (B) (4) episodes iegm and the markers are completely different. The device remains implanted.

Manufacturer narrative:
(B) (4) - iegm and markers in (B) (4) episodes are unreliable. Since the device remains implanted, the programmer files were reviewed. In regards to the loss of pacing, the files excluded a device related problem. The printed episodes in (B) (4) most likely resulted from an anomaly in the programmer software. No consequence on the pt, the device remains implanted. (B) (4). Conclusion: regarding loss of pacing reported problem, tests results excluded a pacemaker related origin. Regarding discrepancies in printed episodes recorded in (B) (4), the reported event results from an anomaly in the programmer software. There is no pt safety consequence. Additionally, the effect of this anomaly can be avoided either printing episodes from report, or from (B) (4) direct print without applying any sorting operation. Therefore, the correction of this anomaly is not considered as a urgent matter.